Event description:
It was reported that the patient presented in-clinic for a follow up on (B)(6) 2022. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing episodes on (B)(6) 2022. Patient was asymptomatic on the dates of the recorded episodes. Programming changes were made on the device. No patient consequences.